Event description:
A peritoneal dialysis (pd) patient's caregiver reported that during drain 5 of 7 during pd treatment, fluid was discovered leaking from the patient line connector. In a follow up the patient's pd registered nurse reported that she put the patient on prophylactic antibiotics when she was informed of the event. There was no patient harm or adverse event, and no medical intervention was required. The cycler set is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: g.2.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that during drain 5 of 7 during pd treatment, fluid was discovered leaking from the patient line connector. In a follow up the patient's pd registered nurse reported that she put the patient on prophylactic antibiotics when she was informed of the event. There was no patient harm or adverse event, and no medical intervention was required. The cycler set is not available to return for investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that during drain 5 of 7 during pd treatment, fluid was discovered leaking from the patient line connector. In a follow up the patient's pd registered nurse reported that she put the patient on prophylactic antibiotics when she was informed of the event. There was no patient harm or adverse event, and no medical intervention was required. The cycler set is not available to return for investigation.